Event description:
On 3/24/97, the account received an erratic result for the bhcg assay, while operating analyzer. According to account, they run all bhcg sample undiluted and with a 1:200 dilution. Following results were initially received: undiluted, 10 mlu/ml; 1:200 dilution, 90,239 mlu/ml. The account reran the sample undiluted and received 11miuml, which was reported. All controls run prior to sample were within expected ranges. Sample was not grossly hemolyzed but appeared to be slightly hemolyzed. The sample was rerun again and the following results were obtained: 1:10 dilution, less than 40miu/ml; 1:200 dilution, less than miu/ml. Further pt info has not been provided. No report of injury.

Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.